Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 400 mg/dl. Customer changed her set and blood glucose was still running high. Customer's blood glucose was 332 mg/dl and treated with manual shot. Customer declined to do troubleshooting due to she believes it was an issue with infusion set. Advised the customer the infusion set would be replaced and will call back if needed to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.